Event description:
It was reported that during the patient¿s first trial, the leads came out/shifted quickly. The leads were reportedly out within 24 hours. It was stated that the trial was sometime in 2012.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).